Event description:
Iab catheter inserted at 16:30. At 19:30, blood was noted in the tubing indicative of a leak. The autocat pump did not alarm and augmentation remained good. The physician encountered some difficulty removing the catheter. Visualization of the catheter after removal revealed dried powder blood clots inside the tip of the balloon. After investigation the only noted alarm condition was 24 hours prior to the notice of blood in the tubing. The pump console was changed with no further alarm condition noted.